Event description:
It was reported that the user experienced a low blood glucose of 45 mg/dl with unclear cause and self-treated with oral carbohydrate (a can of soda), after which glucose increased to 161 mg/dl and symptoms improved. Symptoms included headache and dizziness consistent with hypoglycemia. Outcomes included recovery without medical intervention or hospitalization. Investigation included troubleshooting and user education focused on avoiding overtreatment of hypoglycemia and minimizing glycemic variability. Investigation of this case revealed no device-related malfunction identified and no specific source of the low found. It was concluded, based on established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.